Manufacturer narrative:
A visual examination of the returned device noted a hole on the device. The stent length was measured to be 85mm. No other irregularity could be observed. The investigation confirmed that the condition of the returned device was consistent with the complaint incident that the stent was damaged. A review of the manufacturing documentation showed no manufacturing errors during any step of the production process. A review of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the complaint was associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a dynamic y stent was used during a rigid bronchoscopy with tracheal stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a te fistula. The patient was not noted to have tortuous anatomy. After positioning the stent at the carina, the pusher on the freitag forceps punctured the stent creating a hole. The stent was removed from the patient. The procedure was completed with another dynamic y stent using the freitag forceps. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dynamic y stent was used during a rigid bronchoscopy with tracheal stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a te fistula. The patient was not noted to have tortuous anatomy. After positioning the stent at the carina, the pusher on the freitag forceps punctured the stent creating a hole. The stent was removed from the patient. The procedure was completed with another dynamic y stent using the freitag forceps. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of hole present in stent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.